Manufacturer narrative:
Corrected implant date in description. Corrected date of implant.

Event description:
On (B)(6) 2009, a patient underwent treatment of an abdominal infrarenal aortic aneurysm with gore® excluder® aaa endoprostheses. On an unknown date in 2015, prior to (B)(6) 2015, the patient presented with abdominal and back pain. It was discovered the patient's abdominal infrarenal aneurysm had enlarged. A distal type I endoleak was suspected. The suspected endoleak was treated by extending into the external iliac artery. Some days later the patient returned to the hospital with pain. Endotension was suspected, so a plan was made to explant the endoprostheses. On (B)(6) 2015 the gore® excluder® aaa endoprostheses were explanted. On (B)(6) 2015 the patient was doing well and was discharged from the hospital.

Manufacturer narrative:
(B)(4). Additional devices used: pxc201000 lot# 06574566, pxc201000 lot # 06250880 (B)(4). A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleaks. Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected in 2004 to provide a design enhancement to the original gore excluder® bifurcated endoprosthesis.

Event description:
On (B)(6) 2009 a patient underwent treatment of an abdominal infrarenal aortic aneurysm with gore excluder aaa endoprostheses. On an unknown date in 2015, prior to (B)(6) 2015, the patient presented with abdominal and back pain. It was discovered the patient's abdominal infrarenal aneurysm had enlarged. A distal type I endoleak was suspected. The suspected endoleak was treated by extending into the external iliac artery. Some days later the patient returned to the hospital with pain. Endotension was suspected, so a plan was made to explant the endoprostheses. On (B)(6) 2015 the gore excluder aaa endoprostheses were explanted. On (B)(6) 2015 the patient was doing well and was discharged from the hospital.